Event description:
The consumer reported laying on the heating pad when the pad overheated causing blisters on her leg. The pt is diabetic and disabled. The heating pad was used in a manner contrary to proper use instruction which state the pad is not to be used on or by an invalid, sleeping, or unconscious person, or a person with poor blood circulation or diabetes.